Manufacturer narrative:
Patient age at the time of event is unknown/ not provided. Patient weight unknown/ nor provided. Device not returned to the manufacturer.

Event description:
It was reported that abutment screw (iunihg) was loosened. Doctor was able to resolve the loosening with replacement screw.

Manufacturer narrative:
(B)(4). No device was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated. (B)(4).